Event description:
The reporter stated that his mother-in-law had gotten the er1 message several times. He stated that they had compared the confirmation dot on the test strip to the color chart and it was very dark blue. He reported that they waited for an unspecified time and retested, and that he did not remember if the result was high or not. His report states that no medical treatment was sought, and that she had no adverse reaction.